Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2008 and mesh was implanted. It was reported the patient experienced urinary urgency and episodes of urge incontinence and required to undergo self-catheterization. It was reported that she experienced over active bladder during urodynamic testing (B)(6) 2009 and received botox injections in her bladder in 2010. It was reported that she underwent urodynamic testing again on (B)(6) 2011 and experienced over active bladder and sui. It was reported that she underwent surgery for a rectus fascia sling procedure and bladder augmentation on (B)(6) 2011, also the procedure included removing a piece of the large bowel. No additional information was provided.